Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed its refractory test. The generator has not been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the stated reason for return of failing its refractory test was not confirmed, the device was found to be working correctly with no anomalies observed and no errors were found in the error logs. The battery which was provided was depleted however it was additionally noted that the depletion was considered normal. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.